Manufacturer narrative:
D4: lot number of the device is unknown - full UDI is not available. H6: a follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that during a procedure, the bovie pencil remained activated due to a stuck button. The procedure was completed successfully without any delays, and no adverse consequences or injuries were reported.

Manufacturer narrative:
Additional information: h6: the quality investigation is complete. Correction: d9: device not returned for evaluation.

Event description:
No new information